Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
In (B)(6) 2003, the patient was hospitalized for a pulmonary embolism and at this time a greenfield vena cava filters was implanted in the patient. At an unspecified time, patient suffered severe injuries, including by not limited to economic damages, severe permanent injuries, emotional distress, psychological trauma.